Manufacturer narrative:
Device was received with a critical pump error alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm, customer received a low battery alarm and was about to replace the battery when the open book image appeared on the pump screen. The blood glucose was unknown. Customer was advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.